Event description:
It was reported that during a lung procedure, the device could not be opened. It is unknown how the procedure was completed or how the device was removed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.